Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 75% stenosed target lesion was located in the severely calcified and severely tortuous iliac artery. A 7.0x20x75cm express¿ ld vascular stent was advanced to treat the lesion but strong resistance was encountered while advancing it into the sheath. The physician was able to advance the stent despite the severe tortuosity of the vessel and the sheath was bent. The device was then carefully pulled back into the sheath, however, the stent moved to the shaft side of the balloon delivery system. During the removal of the stent delivery system (sds), the stent remounted on the balloon, hence, the physician deployed the device in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was good.